Event description:
It was reported that ipg was unable to enter MRI mode. Lead diagnostics showed that two contacts of one lead had low impedance. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000104547.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: (B)(4) additional information indicated that both leads had migrated. Surgical intervention was undertaken wherein the leads were explanted and replaced. Effective therapy was restored.